Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient did not reported any symptoms. The cgm reading was low, therefore the patient self-treated with 2 small bottles of orange juice and 1 small bottle of apple juice. The patient called 911 and an ambulance arrived. The paramedics took a blood glucose reading which was 175 mg/dl and the cgm reading was still low; they treated the patient with IV medication. Although the patient has been treated the bg increased up to 300 mg/dl. The paramedics took the patient to the hospital. There was no information about the treatment provided at the hospital. The patient was discharged the same day. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.